Manufacturer narrative:
(B)(4). Concomitant products: dilatation catheter: fox sv; echocardiogram, intravascular ultrasound. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents of balloon rupture reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a moderately tortuous superficial femoral artery intervention, during inflation of the 2.0-20 mm fox sv balloon catheter in the moderately calcified lesion, the balloon ruptured during the first inflation of 4 atmospheres (atm). Another fox sv balloon catheter was used to successfully complete the case. There were no adverse patient effects or clinically significant delay in the procedure. No additional information was provided.